Manufacturer narrative:
E1 reporter phone number: (B)(6). During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead was repositioned on 27 october 2021. Effective therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Unknown how many leads were fractured.

Event description:
Manufacturer report number: 1627487-2022-05353, 1627487-2022-05354 additional information received indicates that during the (B)(6) 2021 surgery it was observed the leads were fractured.

Manufacturer narrative:
The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient is experiencing ineffective therapy due to high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
The event of high impedance was reported to abbott. Implanted leads were repositioned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.